Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a low battery alarm, customer changed the battery, device alarmed a battery failure alarm, and the device would not turn on. Customer's blood glucose was unknown. The call was transferred. Customer will not be returning the device for analysis.